Event description:
It was reported that difficulty removing a balloon from a stent and shaft break occurred. A percutaneous coronary intervention (pci) was performed on an 80% stenosed, moderately to severe calcified left main (lm) artery. A 5.00 x 16mm synergy megatron was successfully deployed in the lm. After stent deployment, the balloon was fully deflated, but the balloon stuck to the stent and would not come out. After performing a few techniques to remove the balloon, a separate balloon was advanced into the guide (similar to trapping), and inflated the balloon, pinning the stent catheter, and pulling the entire system out. The first technique was to advance a buddy wire, inflate and deflate the stent balloon, but that was not successful. The second technique used was to advance a cool buddy wire and workhorse wire and pull, but that was not successful. The third technique used was to snare the stent catheter, but that was not successful. The fourth technique was to trap the stent catheter with a balloon in guide and pull out the entire system, and that was successful. The balloon, stent catheter, wire, and guide were removed as one unit, and the stent remained in place. The procedure was completed successfully and no patient complications resulted in relation to this event.